Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 100 mg/dl. A cartridge change was performed resolving the issue; however, customer continued to allege the pump was no functioning as intended. The customer declined further troubleshooting and declined to provide additional information.